Manufacturer narrative:
No device has been returned to the conmed quality assurance laboratory but a photograph was provided for examination. The photograph shows a surefit dispersive electrode folded on its gel layer. One corner of the electrode was held towards the camera showing a portion of the gel/adhesive interface with a discoloration and what appears to be hair on the adhesive. This area appears to be the distal corner of the electrode opposite the wire connections and the peel tab. Failure analysis of the complaint device could not be completed therefore the reported failure due to a product defect cannot be verified. An on-site evaluation of the surefit dispersive electrode is currently being coordinated with the user facility. Any further evaluation findings will be filed in a supplemental report. A review of the manufacturing documents from the DHR/lhr has verified the devices were produced according to current and approved procedures and material specifications. Non-conformances regarding the product's identity, quality, safety, effectiveness or performance were not identified during manufacture. All inspection testing for stapling, continuity, impedance, delamination and pull strength has been performed and confirmed to be acceptable. A review of the complaint history for this lot of product and event description shows there have been no other similar complaints received. A two (2) year review of product history for this device family showed there have been a total of seven (7) similar occurrences of "burned", including this complaint. (B)(4). When used under the conditions and purposes intended by the manufacturer, risk documents find undesirable side effects, under normal conditions of use, are acceptable when weighed against the benefits of use of the devices to the patients. No manufacturing defects have been identified, however an investigation is in progress to determine the root cause and to address this reported problem. To reduce the risk of patient injury the instructions for use (IFU) for the 410-2000 surefit dispersive electrode includes the following warning: "difficulty in achieving cutting or coagulating energies requires evaluation. Stop. Do not proceed or increase power setting until you have checked all components of the electrosurgical circuit including the active electrode and its cable, the patient, dispersive electrode adherence and integrity and the electrical generator and its connectors. Indiscriminate power increase may result in patient burns." The IFU further warns: "some equipment and/or techniques fall outside the intended use of standard electrosurgery dispersive electrodes, such as application of high current, long activation times, or use of conductive fluid (e.g. Tissue ablation, joint ablation, etc.). In these non-traditional conditions, there is a risk that excess heat may build up in standard dispersive electrodes and may pose a risk to the patient." The IFU cautions: "power output should be limited to 300 watts for less than 60 second activation intervals in order to minimize the potential for patient burns." The operator's manual for the system 5000 general information includes; "proper application and visual inspection of the dispersive electrode is required for safe operation." As well as to "follow manufacturer's directions and recommended practices for the preparation, placement, use, surveillance and removal of any dispersive electrode supplied for use with the electrosurgical unit. Under the cautions for use 1.1.3: "apparent low power output or failure of the electrosurgical equipment to provide the expected effect at otherwise normal settings may indicate faulty application of the dispersive electrode, failure of an electrical lead or excessive accumulation of tissue on the active electrode. Do not increase power output before checking for obvious defects or misapplication of the dispersive electrode. Check for effective contact of the dispersive electrode to patient anytime the patient is moved after initial application of the dispersive electrode. The manual further states: · "some equipment and/or techniques fall outside the intended use of standard electrosurgery dispersive electrodes, such as application of high current, long activation times, or use of conductive fluid (e.g. Tissue ablation, joint ablation, etc.). In these non-traditional conditions, there is a risk that excessive heat may build up in standard dispersive electrodes and may pose a risk to patient. · the output power selected should be as low as possible and activation times should be as short as possible for the intended purpose. · the clinical use of electrosurgery is intermittent in nature. The esu should not be activated continuously for extended periods of time. · when uncertain of the proper setting for the power level in a given procedure, start with a low setting and increase as required." The mode of operation of the system 5000 is listed as "intermittent 10 sec on/30 sec off." The manual also lists the following: "warning - do not depend solely on the dual dispersive electrode status/alarm indicator for confirmation of good dispersive electrode application. Qualified personnel should make the final decision on proper dispersive electrode placement."

Event description:
As reported by the user facility, "the patient was undergoing anal condyloma ablation with electrocautery. The patient was in the prone position and a dual dispersive electrode pad had been placed on his posterior thigh. The electrocautery generator indicated that the pad was connected effectively (green light). The coagulation was weak with low smoke evacuator suction. Therefore, the team switched to another cautery generator with no improvement. They evaluated the indicator for the bovie pad and noted the green light as present. Next they changed the pencil and proceeded, again no improvement. At this time the team abandoned use of cautery and moved to using other hemostatic agents to complete the case. When the drapes were removed a burn area was noted on the patient's thigh and the electrode where the silver dispersive portion meets the white adhesive area. This was assessed and determined to be a full thickness burn (2 cm by 8 cm) surrounded by an area of erythema." Follow up communications with the user facility revealed the following information regarding the incident in question: the conmed surefit dispersive electrode was inspected prior to use and there was no defect found. No prep was done prior to placement of the dispersive electrode. The injury was located on the lateral thigh and is currently under treatment. The patient was able to be discharged to home after a 23 hour stay for observation. The generator in use at the time of the incident was a conmed system 5000, ref 60-8005-01, serial number (B)(4). When decreased output was recognized by the user, the generator was switched out to a like device with serial number (B)(4). A decrease in power was recognizable right away with the second generator. Settings in use at the time of decrease in power were mode: standard, cut 30, coag 95-105. The generators were evaluated by the facility's biomed department and passed electrical inspection. The handpiece in use at the time of the incident was a conmed 130309a goldline pencil lot # 201607195.